Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, with a measured value of 0.138 ohm, which exceeds the acceptance criterion of less than 0.1 ohm. A review of the device serial number history did not identify any similar complaints. The reported failure mode was confirmed during evaluation. Investigation determined the probable cause to be loose power filter screws and communication screws. After these screws were tightened, the unit subsequently passed the ground resistance test, with a measured value of 0.089 ohm. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, with a measured value of 0.138 ohm, which exceeds the acceptance criterion of less than 0.1 ohm. No patient involvement was reported.